Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was found to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) inquiring if the ra lead loc would make the device system not magnetic resonance imaging (MRI) conditional. Ts reviewed labeling and discussed what would make a device system not MRI conditional. It was suspected that the ra lead may have dislodged. The MRI scan was not done, at this time, this ra lead remains in service. No adverse patient effects were reported.